Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that hands were not washed and dried prior to finger stick testing. No additional event or patient information is available. Labeling indicates: these steps show you how to enter your blood glucose values for calibration: 1. Wash and dry your hands, make sure your glucose test strips are not expired and have been stored properly, and make sure your meter is properly coded (if required). 2. Take a blood glucose measurement using your meter. · carefully apply the blood sample to the test strip following your meter or test strip instructions.